Manufacturer narrative:
(B)(4). The DHR, trending analysis by lot number, visual analysis and retains testing was not reviewed since there is clear evidence that user error was determined to be the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad® nx was tested by a field service engineer. The fse reviewed the load content and preparation since towels were in the affected load. The unit was returned to service. The assignable cause of the issue can be attributed to user error as the customer indicated they had placed towels in the affected load. Per the instructions for use (IFU), it states that any materials that would absorb liquids, such as cellulose, cotton, paper or cardboard, linens, and towels should not be processed in the unit. The customer was advised of proper load preparation. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00110 and 2084725-2017-00111.